Event description:
New information received notes that programming changes were made. Patient was fine.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during follow-up, post-sensed t wave oversensing on the ventricular channel was observed. Patient was asymptomatic. Programming changes were recommended. No further information is available.